Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the implantable cardiac monitor exhibited under-sensing and noise. It was noted that the noise could not be resolved. No interventions were reported. The patient was stable and will continue to be monitored.